Manufacturer narrative:
Through follow-ups, the fse indicated that there was no patient involvement. The system failed intermittently at power on.

Manufacturer narrative:
Date of event: (B)(6) 2017 .

Event description:
The customer reported that when the ventilator was turned on, the screen goes black and displays ventilator inoperative with error code message of machine and proximal pressure sensors failed. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.